Event description:
It was reported that the patient had a syncopal episode and when reviewing the data on the implantable cardiac monitor (icm). Noise was noted on the symptom episode. The device was explanted because the patient's condition no longer warranted cardiovascular monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found.